Event description:
A customer had a problem with the curved catheter insertion trays. The customer states "3 kits were used to insert the catheter but the guide wire kept getting stuck in the catheter, unable to pull j tip out of catheter".